Manufacturer narrative:
A field service engineering (fse) followed up with the customer over the phone to address the reported event. While troubleshooting with the customer, fse confirmed the complaint by reviewing the error logs and reproduced error. The customer confirmed the sample needle was bent, but opted not to replace any parts because the analyzer will no longer be in use and will be taken out of service. No further action required by field service. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were no other similar complaints found during the searched period. The aia-360 operator's manual under chapter 7, section 7.1: list of error messages states the following: [2012] air detected [diluent] is generated when there is no contact with the liquid after diluent suction. The operator is instructed to contact the service department. The most probable cause of the reported event is due to bent sample needle.

Event description:
A customer reported getting "2012 air detected [diluent]" on the aia-360 analyzer. The customer had primed the diluent solution, replaced the diluent and primed the diluent sampler several times, but still having the same error. The customer confirmed no leaks present. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg), estradiol (e2) and luteinizing hormone (lhii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.